Event description:
It was reported during a trial procedure on (B)(6) 2015, the patient stated he previously had an scs system. However, the patient stated he received ineffective stimulation and the patient also felt stimulation in his abdomen. Subsequently, the patient underwent surgical intervention where his scs system was removed. Please note: the event of the device is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.